Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) determined that the ins was programmed incorrectly. Visual inspection of the ins did not reveal any anomalies. Initial examination confirmed that the lead configuration was set to a 3982a symmix lead with electrodes 4-7, and that there were no programs set up. The lead configuration should have been set up with the 0-3 electrodes instead. The ins passed a series of defined and qualified automated functional tests. Two known good vectris leads were connected to the returned ins. The ins and leads were placed in a 0.9% saline solution, and normal impedance was measured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was having a battery replacement to replace a dead battery with a new model ins while keeping the implanted paddle lead and extension. It was noted that it was unknown what type of extension was implanted. When they tested the system impedance with the new ins, all values were out of range. As the patient had been successfully receiving stimulation right up until the battery died recently, the surgeon did not test impedance at this stage. The surgeon connected a pocket adaptor and which was then connected to the ins. When they tested impedance with the new battery, all values were out of range. They followed the usual steps of wiping the leads, making sure connections were tight, changing the reference electrode, and changing the lead port from 0-7 to 8-15 but still all impedance values were out of range. The rep also called the manufacturer's technical services and performed all troubleshooting advice. The new model battery would not work. They then got a multi-lead trialing cable and external neurostimulator to test the impedance to make sure there wasn't a problem with the lead, but when they did this the impedance values were all within range. After unsuccessfully trying with the new model ins, they eventually abandoned it to switch to an older model ins. The surgeon "fed back" that when tightening the screw to secure the lead in the new model ins it hadn't felt normal and felt gritty. They were not sure if this was relevant. No symptoms were reported. The patient was alive with no injury. Additional information was received from the rep. The event was described as a serious incident. There were concerns that this was not the best outcome for the patient. The rep was to meet with the patient to give them a new patient programmer so that therapy wasn't delayed.